Event description:
The programmer rf (radio-frequency) head was returned with the programmer and tested out of specification during manufacturer's analysis. No patient complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head cable to be twisted. Product ID: 2090 programmer, product ID: 2290 pacing system analyzer. (B)(4).